Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Brand name: unknown, only information provided as tecnis multifocal lens. Common device name: unknown, information not provided. Model# and catalog#: unknown, as serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. PMA/510(k) #: unknown, as product information was not provided. The device was not returned for analysis. There was no model or serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient had bilateral tecnis multifocal intraocular lens (iol) implants. The first lens was explanted from the operative eye in a subsequent procedure after having cataracts removed for the second time. Additional lasik correction complications was noted. The patient also reported of having complete night blindness, starburst effects and halos. Amongst the visual issues, lens dislocation and the pupil not elongated were noted. No additional information was provided. Based on the available information, it is unknown if the first lens was the left or the right eye. Therefore, this report is captures the event the lens implanted on (B)(6) 2013.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.